Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. There was no impact to the user's blood glucose level. A new cartridge was successfully loaded and the user reported that the pump would continue to be used for insulin therapy.